Event description:
Additional information indicates that patient had effective therapy despite high impedances on the lead.

Manufacturer narrative:
Correction b5: patient had effective therapy. Correction h6: health effect - clinical code should have been 4582 instead of 2388 and health. Effect - impact code should have been 2199 instead of 4610. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead was impeded.